Event description:
It was reported that (1) device was used during a lobectomy. It was reported by the affiliate that the surgeon could not fire the atw35 instrument since the trigger was too hard to squeeze. Another instrument was used to complete the case. There was no consequence to the pt.